Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was admitted to the hospital earlier in the week for a high blood glucose of 539 mg/dl. She woke up with no insulin and no battery life in her insulin pump; she needed to eat and consumed a blueberry muffin. The patient experienced hyperglycemia and issues with enzymes in her heart. The customer was treated with a manual insulin injection that decreased her blood glucose to 338 mg/dl. The hospital staff also re-hydrated her heart. She was released from the hospital after three days, and when she arrived home she slept for 36 hours. The insulin pump was not returned for analysis.